Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped from 20% to 100% after being connected to a power source for 10 minutes. There was no impact to the customer's blood glucose level. The customer stated they would continue monitor the pump performance.